Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted and replaced due to high, out-of-range impedance measurements. No noise was noted. No adverse patient effects were reported.